Event description:
On 19-feb-2026, it was reported by an arthrex employee via (B)(4) that an ar-8400css bur, slap, clearcut bur was rotated, the hood at the tip became deformed. When removing the bur from the portal, it fell off. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.